Event description:
New information noted that the implantable cardioverter defibrillator was reprogrammed and the patient experienced no consequences.

Manufacturer narrative:
Additional: b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with episodes of non-sustained right ventricular oversensing. It was noted that the implantable cardioverter exhibited post-paced t-wave oversensing. Programming changes were discussed but not yet made. The patient experienced no consequences.